Event description:
A surgeon reported that during surgery, a large amount of air came from near the auto stopcock on six occasions. They clamped the air line and were able to complete the surgeries without patient impact.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is one of four complaints reported against the finished goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Because a sample was not returned, it is not possible to isolate the root cause. An internal investigation has been opened to address reports of a similar nature. (B)(4).